Event description:
The customer stated she was hospitalized for high blood glucose readings. The customer stated she experienced a low blood glucose reading of 3.4 mmol on the morning of the hospitalization. By the afternoon the customer's blood glucose reading was 20.1 mmol. The customer also stated she changed the infusion set on the morning of the hospitalization, and stated she was not connected during the manual prime. In addition, the customer stated that the insulin pump was exposed to cardiolite and gastric swallow. The displacement test was performed and the insulin pump failed the test. The test was repeated and the insulin pump passed.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.